Event description:
Original event as reported by end user medwatch: "catheter broke," while utilizing an implantable, valved chest port. Clinical follow-up indicated that the clinician attempted to access the port, but found that the catheter had become detached from the port, and had migrated to the pt's right pulmonary artery. The catheter was successfully removed from the pt, and there were no further complications experienced by the pt. A replacement device was successfully implanted in the pt. The used device was discarded at the hosp.

Manufacturer narrative:
The product was not returned for eval as the port and catheter were discarded by the hosp after removal. As a result, the root cause for the catheter breaking and migrating could not be determined. The directions for use packaged with this device warns, "avoid placement into the subclavian vein medially, because such placement can lead to compression of the catheter (pinch-off syndrome) between the first rib and the clavicle which can result in damage, fracture, or embolization of the catheter." Additionally, the following precautions apply, " "avoid catheter contact with sharp instruments. Care must be exercised when implanting the .. Port to avoid mechanical damage to the silicone catheter." "Catheters should be implanted carefully to avoid any sharp or acute angles, which could compromise the functionality of the catheter lumen." A review of the device history records was performed and confirms that the component lots met all material, assembly and performance specs. A review of the 2008 complaint report for the pasv port product family, and the reported failure modes of "catheter broke/migrated, " " catheter fractured," and "detached from catheter, "did not reval the presence of an adverse trend for these issues. Process controls in place regarding this product including testing of the tubing during incoming inspection, as well as an end- of-lot finished device inspection for defects.